Manufacturer narrative:
Complaint of no flow / can't prime / difficult to prime on item 011-ch-10 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history review (DHR) review couldn't be performed due to the lot number for this complaint was unknown.

Manufacturer narrative:
The device is not available for evaluation. There is no lot number recorded for device history review. A supplemental MDR will be submitted if any updates become available.

Event description:
Event occurred regarding a chemoclave® bag spike where the reporter stated that the secondary line connected to the bag spikes and unable to deliver medication. Staff had to re-spike bags. Subsequently infused successfully following the change of bag spike. The event occurred during use on patient. The medication was being used with this product which is sacituzumab. The product was not reprocessed or re-sterilized prior to use. The product was contaminated or contain a biohazard or chemotherapeutic agent. There was patient involvement, unknown delay in therapy, and unknown adverse event.